Event description:
Device malfunction: difficult to deploy-thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a interventional procedure. Reportedly, although resistance was met, thumb advancer development was completed. After clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.